Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the following: the image disappeared during angulation due to a cut on charged coupled device cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.